Manufacturer narrative:
H3: customer report of regurgitation was confirmed through observed rolled leaflets due to host tissue overgrowth. X-ray demonstrated wireform is bent outward around leaflets 1 and 3 and minimal calcification on all three leaflets. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect. The free margin of leaflet 3 was rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth also fused leaflets 1 and 3 by approximately 5mm at commissure 1, leaflets 1 and 2 by approximately 3mm at commissure 2, and leaflets 2 and 3 by approximately 6mm at commissure 3 on the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at the inflow and moderate at the outflow aspects. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Subvalvular apparatus was observed around commissure 3 on the outflow aspect. Hematoma was also observed on leaflet 2 at the outflow aspect. A suture pledget remained attached around leaflet 1 on the outflow aspect along with other multiple suture threads around the sewing ring. Sewing ring had multiple cuts around the valve. Updated sections: b5, d9, g3, g6, h2, h3, h6 device code(s), and type of investigation.

Event description:
It was reported and learned through investigation that a patient with a 27mm 7300tfx mitral valve implanted for 9 years and 1 month was explanted due to restricted leaflet motion, stenosis, and severe regurgitation secondary to host tissue overgrowth. Unknown valve was implanted in replacement.

Manufacturer narrative:
H3: customer report of degeneration, restricted leaflet motion, stenosis, and regurgitation were confirmed through observed rolled leaflets due to host tissue overgrowth. X-ray demonstrated band is bent outward around leaflets 1 and 3 and minimal calcification on all three leaflets. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect. The free margin of leaflet 3 was rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth also fused leaflets 1 and 3 by approximately 5mm at commissure 1, leaflets 1 and 2 by approximately 3mm at commissure 2, and leaflets 2 and 3 by approximately 6mm at commissure 3 on the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at the inflow and moderate at the outflow aspects. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Subvalvular apparatus was observed around commissure 3 on the outflow aspect. Hematoma was also observed on leaflet 2 at the outflow aspect. A suture pledget remained attached around leaflet 1 on the outflow aspect along with other multiple suture threads around the sewing ring. Sewing ring had multiple cuts around the valve. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported and learned through investigation that a patient with a 27mm 7300tfx mitral valve implanted for 9 years and 1 month was explanted due to degeneration, restricted leaflet motion, severe stenosis, and moderate regurgitation. The patient presented with a history of progressive doe. A 27mm non-edwards porcine valve was implanted in replacement. His post op course was uneventful and was discharged on coumadin on pod #6. Per medical records, indication for surgery was severe bioprosthetic mitral stenosis. Pre op echo showed severe ms with poor mobility of 2 of the 3 leaflets. Operative findings severe mitral stenosis with moderate mitral regurgitation.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve implanted for 9 years and 1 month was explanted due to severe regurgitation. Unknown valve was implanted in replacement.